Manufacturer narrative:
Other text: b3: date of event is unknown. One device was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to have a cracked right plunger case, damaged plunger cable, and contaminated mainboard and position pot. The devices event history log was reviewed for evidence of the reported problem, found motor rate error. To conduct functional testing the device had an occlusion test performed. Upon testing, the reported problem was duplicated. A combination of worm coupling, worm gear, lead screw and both clutch halves were found old, dirty, and worn out due to normal wear. The parts were replaced as they were determined to be the root cause of the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device exhibited a motor rate error. Patient involvement is unknown.